Event description:
Device malfunction: none. Symptoms/ae: right groin pain and back pain/retroperitoneal hematoma. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved hemostasis of the femoral artery after an interventional procedure. Reportedly, post procedure the patient complained of right groin and back pain. In 2008, an ultrasound of the right groin was performed which showed no pseudoaneurysm or av fistula. An ultrasound completed the next day revealed no change from the previous ultrasound; however, a CT scan showed bilateral retroperitoneal hematoma with right groin ecchymosis. The patient was transfused with two units of packed red blood cells due to a drop in hemoglobin. The hemoglobin drop resolved and the patient was discharged home two days later. No additional information was provided for this event. Study event.

Manufacturer narrative:
Ecchymosis. The customer reported the device remained in the patient. The lot number not identified; therefore, a device history record review could not be performed.